Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the patient connector of a minicap transfer set and the titanium adapter; further described as ¿the unit (transfer set) has come loose from the titanium adapter¿. This was observed during use of the device for peritoneal dialysis therapy. The transfer set would be replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.